Event description:
It was reported an issue with monoplus suture. The client reported that monoplus suture was used to close fascia suture during iterative caesarean section performed on (B)(6) 2025. Planned caesarean section due to previous caesarean section. Continuous fascia suture after application of corner stitches. On (B)(6) 2025, the patient was admitted to the emergency department for laparotomy wound dehiscence with visualisation of the intestinal loop. On the same date, the wound was revised, revealing fascial dehiscence with angular sutures in place: from the surgical report, "complete dehiscence of the muscle fascia is visible, angular knots correctly in place and regularly performed, rolled and likely broken thread is visible". Further information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: without batch number, we cannot check the information regarding product stock or batch manufacturing records. Without closed samples and/or defective samples a proper analysis cannot be performed. Wound dehiscence is a known side effect informed in the instructions for use of the product: as for any other sutures, after implantation the following side effects may occur occasionally: transient local irritation or inflammatory foreign body reaction. An occasional stitch sinus or abscess, infection at the wound site, seroma, haematoma, pain, suture extrusion, suture granuloma and wound dehiscence (causing hernia or burst abdomen) may not be excluded. Existing infections may occasionally be enhanced by any foreign body. As for all absorbable sutures, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from conditions which may delay wound healing and/or delayed absorption in tissue with poor blood supply may not be excluded. Batch manufacturing record: not possible to check. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received. Nevertheless, wound dehiscence is a known side effect. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.